Manufacturer narrative:
The customer¿s report of a pca dose discrepancy resulting in an underinfusion was not confirmed. The pca event log shows pca s/n (B)(4) was in use and infusing a pca dose only infusion. Each dose delivered 0.8ml at 150ml/hr. Between 12:03 am and 2:15 am, there were only 4 pca requests delivered. There were multiple requests not delivered and the log shows multiple door unlocked and door opened events as well as handset detached events between 1:35 am and 2:15 am. The root cause of the customer¿s report of a pca dose discrepancy resulting in an underinfusion was not identified.

Event description:
It was reported that there was a pca dose discrepancy - under infusion of 4mg. The customer reported that a hydromorphone infusion (pca only) with a dose of 0.8mg, with a lockout interval of 1.6mg and max limit of 1.6 mg was noted to be unable to account for the entire dose of medication between the hours of midnight and 3am. There was no patient harm.

Manufacturer narrative:
The customer¿s experience of a pca dose discrepancy resulting in an underinfusion was not confirmed as only the pca event log was provided for investigation, therefore the medication and profile in use could not be identified.. The pca event log showed pca s/n (b(4) was in use and infusing a pca dose only infusion. Each dose delivered 0.8ml at 150ml/hr. Between 12:03 am and 2:15 am, there were only 4 pca requests delivered. There were multiple requests not delivered and the log showed multiple door unlocked and door opened events as well as handset detached events between 1:35 am and 2:15 am. It is unknown why the pca door was opened multiple times and since the pcu event log was provided it was not possible to determine. The syringe volume detected the root cause of the customer¿s report was not determined.

Event description:
It was reported that there was a pca dose discrepancy - under infusion of 4mg. The customer reported that a hydromorphone infusion (pca only) with a dose of 0.8mg, with a lockout interval of 1.6mg and max limit of 1.6 mg was noted to be unable to account for the entire dose of medication between the hours of midnight and 3am. There was no patient harm.